Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker 4, extracapsular rupture, pericapsular fluid, and simple cyst, confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.6., b.3.

Event description:
Healthcare professional reported right side capsular contracture baker 4, extracapsular rupture, pericapsular fluid, and simple cyst, confirmed via ultrasound. Device remains implanted.